Manufacturer narrative:
On (B)(6) 2019, mentor became aware that mistakenly missed reporting that there was an issue with capsular contracture, unknown baker grade with the patient right side. This report is for the right side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
A (B)(6) year old female patient who underwent breast implant surgery procedure with mentor medical devices (smooth hpg, 325cc date of implant (B)(6) 2011) reported possible rupture. The patient also reported unexplained systemic symptoms, which included but not limited: depression & anxiety, cystic acne, recurrent vaginal yeast infections, sleep disturbances chronic fatigue bilateral breast pain, hormone issues - irregular periods and increased bleeding requiring uterine ablation, joint pain, stiffness in legs, back, and shoulders, constant neck and shoulder pain, brain fog & forgetfulness, headaches, heartburn/indigestion , cyclical constipation/diarrhea, dry scalp patches, toes falling asleep, hard to maintain focus - started adhd meds with no improvement, yellowish-green discharge from both nipples, hand/wrist pain/stiffness. As a result, the patient scheduled for breast implant removal on (B)(6) 2019. No further information is available at this time. Should more information become available, this case will be re-assessed, and notes will be updated. This report is for the right side.